Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 2 events, the inspiration proportional valve was replaced to resolve the reported event, for 1 event the fresh gas control unit was recommended for replacement.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model adu-98 anesthesia gas machine experienced mechanical problems. 2 events were reported for a malfunction resulting in the loss of mechanical ventilation, and 1 unit was reported for a malfunction preventing mechanical ventilation. These reports were received from various sources. Of the 3 events, 2 did not involve patients, 1 did involve a patient. There was no patient information available.